Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of cta¿s from 3+ years post-implant revealed that the endurant bifurcate was positioned 5 ¿ 10mm below the renal arteries. The proximal neck was long and essentially straight. The proximal stent graft was 22mm. The top of the aaa was near the level of the bifurcate flow divider. The max diameter aaa measured 4cm and there was contrast seen within the distal sac. Both limbs had pulled out of the iliac arteries and were unopposed within the distal aaa. The ipsilateral limb was approximately 2cm above the origin of the right common iliac artery; the distal ipsilateral limb od was 12 x 15mm. The left/contra limb was also 2cm above the left common iliac artery; the distal contra limb od was 11 x 13mm. Both limbs were seen acutely angulated and rotated within the sac; the ipsilateral limb was angulated 80 degree at mid-length, and the contra limb was angulated 80 degree near the distal end of the limb. No stent graft kinks or compression was observed and both limbs were patent. The origin of the right iliac artery was approximately 15mm in diameter and contained thrombus; the right iliac was mildly tortuous. The origin of the left iliac artery was approximately 15mm in diameter and contained thrombus; the left common iliac was acutely angulated laterally near the mid-length. The exact cause of the bilateral limbs pulling out of the common iliac arteries and the resulting distal type I endoleak is unknown. It appears likely that the limbs migrated out of the iliacs; however, the patient anatomy at implant and earlier post-implant films were not available for review. It is possible that the distal type ib endoleak may have been due to disease progression (iliac artery dilatation) and aneurysm morphology changes.

Event description:
Additional information was received for this case. Both limbs migrated out of both iliac arteries.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. Just distal to the aortic aneurysm measured 33mm in diameter. The left common iliac artery was 15-13 mm in diameter and the right common iliac artery was 15-14 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 8-9 mm in diameter. It was reported that a follow up CT scan observed bilateral distal type I endoleaks. The physician performed a secondary intervention and implanted bilateral endurant ii limb extensions, resolving the event. Per the physician, the cause of the endoleaks is unknown. No additional clinical sequelae were reported and the patient is fine.